Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of fever and peritonitis in a patient coincident with dianeal pd2 unknown therapy for continuous ambulatory peritoneal dialysis (capd). At the time of this report, the action taken with dianeal therapy was unknown. On (B)(6) 2012, the patient experienced cloudy dialysate, abdominal pain and fever. On (B)(6) 2012, the patient was hospitalized for peritonitis (manifested as cloudy dialysate and abdominal pain). The cause of the peritonitis was not reported. On an unreported date in (B)(6) 2012, the patient began remedial treatment with vancomycin (500mg IV, frequency not reported) and amikacin (12.5mg /l pds). On an unreported date, the patient recovered.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified.